Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that although the pump volume was set to high, the pump was not emitting a sound for the alerts. Tandem technical support reviewed the pump data and found the alerts were triggered. However, the customer reported no sound for the alerts. Pump issue was confirmed by tandem territory manager. Customer continued to use pump for insulin therapy. There was no reported impact to blood glucose.